Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited noise during a device change out procedure. The lead was capped and replaced. The patient was doing well and will continue to be monitored.